Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device did not rotate was not confirmed. Therefore an assignable root cause for the reported condition was not confirmed. However, during evaluation, it was confirmed that the device had unintended activation/motion. The assignable root cause resulting from failures identified during evaluation was determined to be due to due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device had unintended activation motion. It was noted in the service order that the device did not rotate smoothly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.